Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts were unsuccessful for further information regarding the details of the complaint. There will be no parts returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the oxygen (o2) sensor cartridge was replaced.

Event description:
It was reported that the electronic patient gas system (epgs) would not work. No other details regarding the nature of this event were provided.